Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010 a 25mm epic stented porcine heart valve was implanted. On (B)(6) 2019, the valve was explanted due to early valve deterioration and exchanged for a 25mm sjm masters series valve expanded cuff. Patient was reported to be in stable condition.